Event description:
The pt reportedly experienced sound quality issues. Programming changes have been made and external equipment has been exchanged. However, the problem was not resolved. Testing showed that the device is non-functional. Surgery to explant the pt's device has been scheduled.